Manufacturer narrative:
Device evaluation: result - the manufacturing site received 1 unsealed and 73 unsealed samples. The open sample was examined by 10x visual examination and found the cannula IV end was broken. No evidence of manufacturing related cause was identified. Thirty of the sealed samples were also microscopically examined and no defects were noted. This lot was packaged between january 15-16, 2015. Conclusion - bd has controls in place for inspection during the manufacturing process. All bd needles fully conform to iso9626 "stainless steel needle tubing for manufacture of medical devices". No manufacturing related cause could be identified during the investigation. A root cause for this incident was not determined.

Manufacturer narrative:
Investigation results:result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4323027.conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. Device was not returned for evaluation.

Manufacturer narrative:
Samples are available for investigation but have not been received. A supplemental report will be filed upon completion of the investigation. Awaiting samples for investigation.

Event description:
It was reported that the patient dialed up 12 units of insulin and injected into his/her abdomen. The pen stopped at 5 units. The patient removed the pen and noticed no needle was attached. The patient received an x-ray but no needle was detected. No further interventions or follow up were planned at the time of the report.